Manufacturer narrative:
The field service engineer (fse) was able to duplicate the reported problem. The fse replaced the oxygen solenoid to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: failure analysis on the returned oxygen valve solenoids shows that the oxygen valve solenoid assembly was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with oxygen not available while in use on patient. The customer reported that the unit was use on patient and customer reported that the patient coded.

Manufacturer narrative:
The temporary loss of oxygen supply during the alarm state is possibly related to the patient coding and needing resuscitation. The patient's comorbid copd, combined with pneumonia could make the patient more sensitive to changes in fio2.

Event description:
The patient was resuscitated and then his ventilation support was removed from the ventilator that alarmed for oxygen not available and went on bipap at night.